Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via submitted log files. Data from the reported event date of 05oct2025 was reviewed in the submitted log files. A driveline communication fault alarm associated with com_a_fault flags activated from 4:07:15 and persisted through the end of the file. The pump maintained a speed within the expected range throughout the log file. The system controller and modular cable were exchanged to resolve the alarms. No products were returned for evaluation. Submitted photographs of the modular cable did not reveal any damage. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for modular cable, lot number 10055828 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "replacing the modular cable"), provides instructions on how to replace the modular cable. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. These sections also provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables.". Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 10 of the patient handbook, ¿safety checklists,¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvas, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an alarm was cleared and the clinic was preparing to exchange the system controller and modular cable. Log files were submitted for review and captured driveline communication fault alarms on (B)(6) 2025. The log files also captured several low power advisory alarms starting at 10:40 on (B)(6) 2025. The patient seemed to use the battery power for about 12 hours until the alarm came on, and the batteries were swapped. The log files indicated the patient may be sleeping on battery power. The controller and modular cable were exchanged. Additional log files and images were submitted for review. Through review of the images, the outer rim of the connector appeared a "bit dirty".